Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin. Reportedly, the customer's blood glucose (bg) level was 43 mg/dl. To address the low bg level, the customer consumed carbohydrates.